Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial lead impedance was less than the lower limit and the patient received a vibratory alert. Noise on the lead was confirmed via a freeze capture.